Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 275cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture. As a result, the devices was explanted on an unknown date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On may 30, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, the following information has been updated on this form: 1. Patient's initials have been updated to "h.y.r." Under field a1. 2. Patient's date of birth has been updated to "(B)(6) 1981" under field a2; only month and day were provided. 3. Procedure performed was breast augmentation primary. 4. Date of event (field b3) has been updated to march 7, 2022. 5. Date of explant (field d6b) has been updated to (B)(6) 2022. 6. Replacement devices used on (B)(6) 2022 were catalog number smpx295; serial number (B)(6) on the left side, and catalog number smpx295; serial number (B)(6) on the right side this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 9, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant was found to have some bubbles within the gel. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).